Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record could not be performed as there was no lot number reported for this complaint. Product examination found could not be performed as there was no product returned for this complaint. However, photos provided by the customer show that the battery pack had ruptured from a short circuit. This complaint is confirmed, however the customer cut the wire. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the root cause of the reported event is that the customer cut the wire to the battery pack. Cutting the wire has the risk of causing a short circuit of the battery pack. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that after the surgery, after the patient exit, the staff cut the electric pulsavac wire to keep the batteries. It was reported by the staff that the wire may have touch a metal wire and the pulsavac battery exploded into the or room. Joined are picture of the battery. The hospital kept the battery in a box because battery liquid was spilling out. Nothing wont be returned. The nurse received liquid batteries into her face. She had no injury. No patient was involved. Attempts have been made and no further information is available at this time.